Event description:
Patient presented to the physician with wound dehiscence at the chest incision site. Physician suspected that delayed wound healing was associated with the patient¿s ongoing chemotherapy treatment. Physician brought the patient into the or and removed the entire inspire system.